Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During inspection and an unspecified procedure, an unspecified error occurred with the subject device. When the error occurred during the procedure, the user stopped the use of the subject device. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the exchange of the irrigation unit due to failure of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) received additional information that the malfunction reported in the event is not error but ultrasonic output failure. The subject device was returned to omsc for evaluation. The foot switch (maj-51) and the sonosurg generator (sonosurg-g2) were also returned. The error log was reviewed and it was revealed that e.e had occurred in the last 10 errors. E.e error occurs when the adaptor is not connected or when the substrate is damaged. The subject device was connected with the returned maj-51 and sonosurg-g2 along with the transducer, sonosurg scissors, connecting cable, and suction unit owned in omsc. The irrigation and ultrasonic output were checked and found no irregularities. The manufacturing date of the subject device is june, 2003 which is beyond our storage term of the manufacturing record. Therefore, omsc was unable to review the manufacturing record. Based on the error log and the past similar cases, it was known that the event occurred due to any of the following possible causes. The probe or transducer connected to the subject device had malfunctions. The connecting cable was not loosed. The above device handling has been warned in the instruction manual of sonosurg-g2 in combination with this device as follows; should the ultrasonic output warning lamp light, a warning alarm sound, and the ultrasonic output be disabled during operation (see figure 5.3), the probe of the hand piece may be damaged, the probe connection may be loose or the transducer may not functioning properly. First refer to chapter 7, ¿troubleshooting¿, then take proper measures according to the instruction manual of the hand piece in use.